Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 20 december 2018, it was reported from university hospital that a dermatome was not making a clean cut. The customer returned a zimmer air dermatome, serial number (B)(4), for evaluation. Evaluation of the device occurred on 7 january 2019 and found that the device was out of side to side calibration only at the zero setting and ran within motor speed specifications. The head and the control bar had visible damage and had an old style poppet assembly. Repair of the device the same day involved replacing the head, control bar, motor, swivel, bearing stack, multiple bearings and the poppet assembly. The service technician then tested and verified that the dermatome was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 20 december 2018. While the service technician found that there was damage to the head and control bar of the device, which would cause the dermatome to not cut a graft as intended, it cannot be determined what caused the damage to the components or how precisely these damaged components caused the failure to occur. Therefore, a specific root cause of the reported cutting issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufactuerer

Event description:
It was reported that the device was not making clean cut for skin grafts. The event occurred during surgery.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that the device was not making clean cut for skin grafts. The event occurred during surgery. It is unknown if there was a delay. It is unknown if there was patient harm.